Event description:
Customer reported that, prior to the case, the anesthesiologist inadvertently misconnected the anesthesia machine's hoses. Subsequently, clinician reportedly induced the pt and intubated. Pt's o2 sats reportedly dropped and clinician was unable to ventilate. Patient has been diagnosed with an hypoxic brain injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.